Event description:
Outbound. Mother reports extension tubing leaked at the filter last night and 4 days ago. Lot #57x474 for both. No further details provided. Diagnosis or reason for use: sph. "Is the product over-the-counter: no, is the product compounded: no."